Event description:
This is a non-us event. The event occurred in (B)(6). The consumer was calling on behalf of her sister and stated that her sister's tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.